Event description:
The customer reported that the 5th and 6th shocks that were attempted on the patient did not discharge. The users switched to a different defibrillator. Despite the continuation of resuscitation efforts with the second defibrillator, the involved patient died.